Manufacturer narrative:
Complaint conclusion: it was reported that the advancer tube of a mynxgrip vascular closure device (vcd) didn't come out. Manual compression was applied (duration unknown). The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. A second vcd was used. It is unknown if the patient¿s hospitalization was extended. No patient injury was noted. The patient was noted to have recovered. Additional information was requested but was unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was not returned with the device. The procedural sheath was observed on the catheter covering the advancer tube proximal end. It was reported that the advancer tube didn't come out during the deployment. However, the observation showed that the advancer tube was engaged to the proximal tamp lock as received. In addition, the sealant sleeve was observed in its manufactured position. It is unknown if the device was manipulated after the procedure. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was checked and properly engaged to the proximal tamp lock as intended. No anomalies were observed. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. The advancer tube¿s length, distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. Review of lot f1700402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the investigation performed, the event reported as the advancer tube of a mynxgrip vascular closure device (vcd) didn't come out could not be confirmed. The condition of the returned device did not match with the description of the reported complaint. The returned device performed as intended per the mynxgrip instructions for use (IFU), (B)(4). It cannot be conclusively determined why the shuttle down step could not be completed. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during unsheathing step, resulting in the device failing to deploy. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the advancer tube of a mynxgrip vascular closure device (vcd) didn't come out. Manual compression was applied (duration unknown). The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. A second vcd was used. It is unknown if the patient¿s hospitalization was extended. No patient injury was noted. The patient was noted to have recovered. Additional information was requested, but was unknown. The product was not returned for analysis. Review of lot f1700402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that the advancer tube of a mynxgrip vascular closure device (vcd) didn't come out. Manual compression was applied (duration unknown). The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. A second vcd was used. It is unknown if the patient 's hospitalization was extended. No patient injury was noted. The patient was noted to have recovered. Additional information was requested, but was unknown.